Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that while this patient was traveling on a cruise in italy, it was noted the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had eroded through. The patient was flown back to their home country of united kingdom for revision. The device and electrode were subsequently explanted, and the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. The s-ICD and electrode are not expected to be returned as they are being retained by the hospital.